Manufacturer narrative:
Customer was unsure which of the four tests results for the child were correct. Instrument and visual testing done only, patient sample was not sent to reference lab. Customer indicated samples were discarded. Customer was given instructions on how to complete testing on instrument and perform qc correctly using chek-stix. Customer successfully prepared chek-stix and qc is in range. Instrument is operational per customer input.

Event description:
Customer is getting discrepant results for one patient on protein, glucose, and nitrite results. Customer also had 15 child patients with positive protein results. There was no report of injury due to this event.